Event description:
Treatment of an avm. It was reported during the second onyx embolization treatment procedure, the physician embolized 2 of the feeders with onyx and one of the feeder with coils. The grade ii cerebellum avm, which is fed by the rt. Aica has a small ruptured aneurysm. The physician embolized the aica with gdc/ed coils, and then brain infarction occurred. It was reported onyx was thought not related directly for this occlusion of the aica. The pt status was reported as not recovered and has brain infarction.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.